Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. It was unable to verify the battery out limit alarm due to no button response. No unexpected numbers ramping during testing. It was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked reservoir tube, missing end cap sticker and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's spouse reported via phone call that the customer changed the battery multiple times and the insulin pump has alarmed battery out limit and the buttons were not responding. It was stated that both issues have been occurring for about two weeks. Customer's blood glucose was 402 mg/dl; treated with manual injection. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.